Event description:
The inclose mesh was implanted in 2007, following a discectomy procedure for treatment of symptoms related to a herniated intervertebral disc at l5-s1. The pt returned to the clinic one month later with recurrent left s1 radiculopathy. Exploratory surgery was performed in 2008. After removal of recurrent disc extrusion, the mesh was found to be contained within the disc space. The mesh was removed and aggressive discectomy was performed until the disc space was largely emptied. The pt was discharged the following day without complications. The pt was last seen for f/u three months later, and reported some residual numbness. A non-surgical course of treatment was recommended.

Manufacturer narrative:
The device was not returned for evaluation.